Manufacturer narrative:
The field service engineer replaced the electrode probe, sipper, sipper tubing, and pinch valve tubing. A check was performed with acceptable results. It was noted that the laboratory humidity was low. The customer ran a calibration and qc tests with acceptable results. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable sodium results, for 3 patients, from the cobas 6000 c (501) module. The questionable results were not reported outside the laboratory. The sodium electrode lot number was t8413. The expiration date was asked for but not provided.